Event description:
It was reported to medtronic minimed that the customer reported the inpen pressure dialing and the plunger does not remain, the plunger goes backwards. The customer reported the dose knob/dial was difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed, and the inpen was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elblna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front shell was noted. Missing injection foot. Unit paired successfully to commercial app. Unable to perform baseline/wireless functionality. While performing wireless functionality, leadscrew unexpectedly retracted, therefore unable to perform displacement dose accuracy or leadscrew reset torque test. Also found a missing injection foot. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew to retract. Inpen passed front cap investigation. In conclusion: it is noted during testing the leadscrew began to retract while dialing a dosage, therefore unable to confirm customer's complaint for dose knob/dial is difficult to turn due to leadscrew retracting. Deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.